Event description:
It was reported that a patient who was initially treated in (B)(6) 2012 for anterior cervical discectomy at c3-c4 with a competitors product, was seen approximately two months post-operation. The patient returned to the surgeon complaining of recurring pain. Surgeon reoperated on (B)(6) 2012 and implanted zero-p at c4-c5 due to instability. Approximately (B)(6) 2013, the patient suffered an unexpected blow to the head, and since then she has had posterior cervical discomfort, and right arm pain radiating to the forearm, and intermittent numbness in both hands. X-rays taken on an unknown date show instability at c5-c6, and probably at c6-c7. The surgeon returned patient to the or on (B)(6) 2013, and removed the competitor product at c3-c4, and the zero-p plate at c4-c5 which was a probable non-union. The patient was revised to an allograft cervical spacer at c4-c5. After the removal, did a discectomy at c5-c6, and placed another allograft cervical spacer, and then plated both levels with a competitors cervical plate. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.